Event description:
*No patients are involved in these events. Radiology has been experiencing on several occasions, a spark that is produced when attaching the power supply back to the 10x12 cassette on the samsung x-ray portables. This has occurred in patient care areas of the picu, cicu and ER. Again, no harm to patients occurred. Countermeasures are in place to mitigate risk to patients. Staff have experienced and have seen the spark.